Event description:
It was reported that during implant, the physician had difficulty inserting the left ventricular lead into the pulse generator. The lead was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.